Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no good cicatrization (necrosis). The patient¿s examination of the device pocket was abnormal as the cicatrization was not in good evolution and the risk was explant. The cicatrization was followed due to the necrosis and resolution was pending. This was related to the procedure and the severity was reported as moderate. Clinic and office visits were cancelled and on (B)(6) the scar was revised. The patient¿s status as the time of the report was reported as unknown but the patient¿s outcome was reported as resolved without sequelae on (B)(6) 2014. It was unknown what medication this device system delivered at the time of the event. A request was made to obtain the drug and patient status information. It was later provided that the device system delivered morphine and clonidine.